Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed a high amount of moisture in the unit. The breathing system was cleaned, and the unit was returned to service. Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit during preuse checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.